Event description:
Customer reported a button error alarm. She also stated her keypad was frozen and beeping. The customer's blood glucose was 126 mg/dl. The customer could not recall any significant events, leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No add'l info is provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm was noted during testing. The insulin pump had intermittent button response due to corroded keypad traces on the express bolus, escape, act and down buttons. No frozen screen was noted. No moisture damage was noted on the electronic, motor, vibrator, keypads, and battery tube assembly during the visual inspection. The insulin pump had minor scratches on the display window, cracked case at the display window corners, cracked battery tube threads, cracked reservoir tube lip and stained end cap sticker.